Event description:
A nurse reported that during insertion of an intraocular lens (iol), a damaged haptic was noted. The surgical incision was enlarged to facilitate removal of the iol. Add'l info has been requested.